Event description:
Subsequently, boston scientific received information that this health care professional (hcp) was contacted by boston scientific's technical services to follow-up on the data review from the returned save-to-disk and memory upload. During periods of atrial undersensing, the ventricular events are falling into the fusion window. Consequently, the reported loss of capture from the auto capture feature was misleading. Additionally, boston scientific received information that ventricular tachycardia (vt) episodes were identified on this patient's holter monitor. The physician prefers that this patient's device have a minute ventilation (mv) sensor. The physician inquired about implanting a concomitant ICD. Ts explained that this represents off-label use with an advantio device as the pacemaker would convert to unipolar if a reset or safety mode occurred.

Manufacturer narrative:
The returned data disk was reviewed which confirmed the reported high variability in the rv measured thresholds. The root cause of the high variability based on data review could not be determined. Based on disk analysis, the device appears to be functioning normally. The most recent daily auto threshold and all of related diagnostics appeared to be normal. There were no significant faults or resets stored in device memory. The av nodal rf ablation was completed and the rv output was reprogrammed to 5 volts. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Multiple requests were made for device retrieval and return. To date, the device has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
Boston scientific received information that this device was explanted on (B)(6) 2016 due to therapy upgrade/downgrade. From the physician's perspective, there were no allegations of device malfunction.

Manufacturer narrative:
Upon receipt, microscopic visual inspection found no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was received at boston scientific's return product department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was admitted to the hospital's emergency room (ER) due to a syncopal episode. The device was interrogated and a review of stored data found that the patient had been in and out of atrial fibrillation (af) with rapid ventricular responses (rvr) for six hours. The local representative noted atrial undersensing during the af episodes which caused intermittent atrial tachycardia response (atr) to be stored. The atrial sensitivity was reprogrammed from .5 mv to .25 mv. The local representative commented that 1:1 atrial sensing was observed. The local representative noted that the rv auto threshold had intermittently increased from 0.6 volts to 2.5 volts over the last 2 months. Currently, the patient is being paced 5% in the rv; however, the patient has been scheduled for an av node rf ablation. The local representative expressed concern about the inconsistent rv pacing thresholds and what that means for this patient post-rfa. Ts suggested that the representative perform a save-to-disk and memory upload to be sent back to engineering for evaluation. Ts suggested that the rv output should be reprogrammed higher post-rfa to ensure capture. During the rfa, the representative observed that the device, programmed at vvi 30 ppm, was pacing at 30 ppm with no capture. Ts discussed the these devices are designed with a protective mechanism in the event that current over a certain threshold is detected on the leads (ie, from an external source such as cautery, rf ablation, external defibrillation). This mechanism is called the "defib detect circuit". This circuit is designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, as well as being delivered into the device and potentially damaging the circuitry.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.